Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a device upgrade procedure the implantable cardioverter defibrillator (ICD) therapies were not disabled and when the physician used the bovie near the ICD it resulted in an inappropriate therapy being delivered to the patient. The detections were immediately disabled with a programmer and the device was extracted, and the upgraded device was implanted without incident. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.